Manufacturer narrative:
This report is filed august 28, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a decline in performance with device use; the issue could not be resolved. Subsequently the device was explanted on (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.